Event description:
It was reported that in 2007, patient had surgery to remove a portion of his brain to prevent continued seizures. Due to the need for a series of mris post surgery, the surgeon decided to remove the cii implant but leave electrode in the cochlea.